Event description:
A surgical tech reported that the system intermittently did not reflux during surgery. The customer switched the footswitch with no affect on the issue. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).